Event description:
End user called about getting high results with the calibration of the device. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.